Event description:
The pt (B)(6) received her scs system, including a lead anchor, on (B)(6) 2010. It was reported that the pt complained of pain at the site of the lead anchor. The physician took the pt to surgery in order to address the issue. It was reported that the physician observed the anchor had come undone and was not anchoring the lead properly. The physician allegedly locked the anchor but noted that with little resistance the anchor would open again. The physician decided to leave the anchor in place and sutured it to fascia. The pt reported effective stimulation postoperative, and no further pt complications were reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.